Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, inspection of the fenestrated bipolar forceps (fbf) instrument identified a broken wire. Reporter noted that there was no wire breakage and no fragment fell into patient observed during the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found damage on the conductor wire¿s insulation at the distal end. As a result, the internal wires are exposed. The electrical continuity test was performed and passed. No thermal damage was observed. No broken cables were observed during visual inspection. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An instrument log review was performed to confirm the fenestrated bipolar forceps was used on (B)(6) 2022 with 7 uses remaining on system (B)(4) for the pulmonary lobectomy performed by dr. (B)(6). Based on the additional information obtained from failure analysis investigation, this complaint is a reportable malfunction due to the following conclusion. The instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with other instrument or tool during the procedure. The surgical staff did not observe any evidence of arcing of electrical energy during the surgical procedure. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.